Event description:
Staff were transferring a pt from bed to a chair using a golvo mobile lift. The pt was reported to have slipped onto the floor when the sling became unhooked from the lift. Pt injuries reported as a knock to the head and a cut to the hand. Lift was removed from service by staff and quarantined.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.